Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs wand, the wand gave an error message upon connection. This happened with two add'l like wands. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.